Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient reported they had signal loss. The patient¿s cgm would 'go in and out' and then display 'check back in 30 minutes'. The patient assumed his blood glucose was within range as he had not received any alerts (low setting 80 mg/dl; high setting 180 mg/dl). However, he was found by his neighbor who contacted emergency medical services. It was not confirmed where the patient was when we was found by his neighbor or if he was responsive. Emergency medical services (ems) arrived and transported the patient to the hospital. A blood glucose (bg) was performed upon his arrival to the hospital which was 500 mg/dl. The patient could not recall the value on his cgm at the time of the event or what the cgm was displaying. He was admitted to the hospital for fifteen days and was treated with insulin. At the time of the report, the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient reported they had signal loss. The patient¿s cgm would 'go in and out' and then display 'check back in 30 minutes'. The patient assumed his blood glucose was within range as he had not received any alerts (low setting 80 mg/dl; high setting 180 mg/dl). However, he was found by his neighbor who contacted emergency medical services. It was not confirmed where the patient was when we was found by his neighbor or if he was responsive. Emergency medical services (ems) arrived and transported the patient to the hospital. A blood glucose (bg) was performed upon his arrival to the hospital which was 500 mg/dl. The patient could not recall the value on his cgm at the time of the event or what the cgm was displaying. He was admitted to the hospital for fifteen days and was treated with insulin. At the time of the report, the patient was doing well. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.